Event description:
ICU staff reported that: "infusion rapidly infused and pump alarmed." The medication being infused was potassium phosphate, 15 mmol in 250 ml bag. The expected rate was 42 ml/hr to run over 6 hrs. The bag was observed empty after one hr. It is unk if the tubing was saved. There was no report of pt harm or medical intervention. Although requested, no further pt or event info is available.

Manufacturer narrative:
(B)(4). Devices not rec'd, log review only. The customer has requested an event log review. The event logs, error logs and data set have been rec'd and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.